Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/08/2010 and 02/15/2010 by phone, fax, and mail. A completed questionnaire was received on 02/15/2010. (B) (4). (B) (4). (B) (4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a myopic surprise. The iol was replaced with the same model, different power iol.